Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient experienced small amounts of purulent fluid draining from the incisional wound with wound opening that started sometime after hospitalization for pneumonia. The patient followed up with the physician two weeks ago and the site looked fine. The patient followed up with the physician on (B)(6) 2014 and the pocket site was erythematous, swollen with fluid and puffy. No drainage was noted at that time. The patient was started on clindamycin for suspected (B)(6) infection. In the operating room (or) on (B)(6) 2014, the distal segment of the catheter was exposed, removed, and cut at its innermost accessible point. There were no signs of infectious process at the catheter insertion point. The incision was then flushed with copious amounts of vancomycin infused normal saline (ns) and sutured closed before moving to the infectious pocket. The infectious pocket was opened and 60+ cc of thick straw colored fluid was drained. Aerobic/anaerobic, gram stain cultures were obtained. The pump and the rest of the existing catheter were removed and disposed of. The site was cleaned of all visible infectious tissue then flushed with copious amounts of vancomycin infused ns. It was not believed that the patient experienced meningitis. The catheter insertion point appeared very clean. Vancomycin powder was then placed in the cleaned pocket and sutured closed. Clindamycin was to be continued by feeding tube. Patient status at time of this report was alive; no injury. The type of organism was cultured was unknown. The pump was delivering gablofen. Information regarding the patient outcome, the status of the infection and the type of organism cultured were not provided. If additional information becomes available a supplemental report will be submitted.

Event description:
It was later reported that the pump pocket was positive for (B)(6). The catheter insertion was clean. The infection was resolved post medication (rx) round of clindamycin. The infection has resolved and the patient is fully recovered.